Event description:
It was reported that on unknown date, a patient had full body rash which began after an ankle fracture repair with (1) 3.5 mm lcp one-third tubular plate and (8) 3.5 mm cortex screws. Allergy testing has confirmed the patient is allergic to indium (iii) chloride, a compound found in some metal alloys which maybe of the implants. No further information provided. This report is for (1) 3.5mm cortex screw self-tapping 75mm. This is report 6 of 9 for complaint (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.